Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The reconnected ipp pump was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient was unable to inflate inflatable penile prosthesis (ipp) due to a significant fibrotic reaction at goretex entry tubing between cylinders and pump. The precconnected ipp pump was removed and replaced with a new one. The patient is doing well at two weeks post-op. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Event and device information updated.